Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 400 mg/dl which was addressed by receiving insulin via IV drip. Customer was at the hospital for surgery that was unrelated to the pump. Reportedly, the customer had manual injections as alternate insulin therapy.